Event description:
A baxter representative contacted baxter china regarding a connection issue with a minicap transfer set. The representative stated that the catheter connector could not be connected with the titanium adaptor when the nurse opened the packing. There was no patient involvement, no patient injury and no medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The sample was evaluated by baxter. A visual inspection was performed and it was noted that the patient adapter was separated from the silicone tubing. The sample was confirmed for the reported problem, but the root cause was undetermined